Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, the reported broken purge clip was not confirmed, which contradicts the complaint description. The entire purge system was fully intact and functional. There were no issues priming a known good purge cassette. Test were run to verify the purge system is within specification and perform a full functional check on the console and optical system; before returning the console to the customer. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller's (aic) purge clip was broken. A loaner was sent to the customer. No report of patient involvement, injury, or harm.